Event description:
It was reported that during a level 2 transforaminal posterior lumbar interbody fusion, the tip of the guidewire broke off. The broken tip section could not be retrieved and remains in the patient. The procedure was successfully completed with no patient injury reported.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Not available.

Manufacturer narrative:
Investigation results: the product sample was not returned for evaluation as the tip of the device was implanted in the patient. A device history record (DHR) review could not be conducted as the lot number of the product was unknown. Complaint analysis does not show a trend regarding similar complaints or failures. Without a product sample, we are unable to confirm the reported issue or identify the root cause. As a result of this and no identified trend this complaint will be closed with no further action required. If the complaint product sample becomes available the complaint file will be re-opened and product evaluated.